Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. The reoccurrence of the alleged failure mode would not cause nor contribute to an adverse event or serious injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found to have a broken conductor wire at proximal end, near the main tube and roll gear junction. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The complaint regarding the instrument not working properly was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and it was observed that the conductor wire appeared to have gotten caught between crossed hypotubes which rubbed against the wire and over time and use resulted in the conductor wire fully breaking. The complaint regarding [add complaint details] was confirmed by failure analysis. The root cause is attributed to the cable routing in manufacturing.